Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review post-op x-rays for three level anterior cervical discectomy and fusion was provided. We are unable to determine levels from the given images. There is a screw backed out from the inferior level of the construct. There is a paucity of bone present in the grafts. This may be caused by failure of fusion or failure to properly lock plate over screws. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent a surgery. Post-op, a screw backed out. As a result, the patient underwent a revision surgery, in which the backed out screw was replaced with a rescue screw. No patient complications were reported as a result of the event.